Manufacturer narrative:
Based on the information provided and the sample evaluation, a definitive root cause could not be determined. Returned for evaluation was the inflation tube and the yellow anchor. The yellow anchor was returned detached from the inflation tube, confirming the reported event. The most likely cause of the detachment of the yellow anchor is related to forces applied while pulling the inflation tube through the abdomen during removal of the balloon assembly. Per the sample evaluation there is evidence of a the rf weld on the inflation tube indicating attachment of the yellow anchor to the inflation tube during manufacture. The sample evaluation shows the inflation tube had not been cut below the yellow anchor following inflation of the balloon as instructed in the instructions-for-use. Regarding the removal of the echo ps ( balloon assembly) from the abdomen, the instructions-for-use state, "to deflate the echo ps¿ positioning system, release the clamp on the inflation tube, cut the tube as close to the skin as possible, and then discard the excess tube. Cutting the inflation tube close to the skin (as prescribed in the instructions-for-use ) ensures that the portion of the inflation tube containing the yellow anchor is cut and removed prior to pulling it out through the abdomen. A lot number was not provided; without a lot number, a review of the manufacturing records is not possible.

Event description:
It was reported that on (B)(6) 2018 a procedure was being performed using a bard ventralight st w/ echo ps. As reported, the yellow anchor portion of the echo ps slid off of the tubing and fell into the patient's abdominal cavity. The surgeon extended the incision to search for the detached yellow anchor and was able to retrieve and remove it fully. There was no subsequent patient injury reported.